Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported there was an insulin leak at the luer lock connection of the infusion device. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.